Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. Reportedly, the pump experienced a short battery life issue with multiple batteries, and there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2017 device evaluation: the device has been returned and evaluated by product analysis on 08/15/2017 with the following findings:. Frequent low battery warnings were observed in the black box history. The black box also showed low battery voltage immediately following a battery change indicating that the user had placed a partially discharged battery into the pump. The pump electrical current draws were tested and were within specifications. There was no evidence of moisture found in the battery compartment. No leaks were found during testing. The pump was opened and no evidence of internal moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.